Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The account stated that the architect i2000k analyzer has generated a false b-hcg positive result. The initial result was positive at 139 miu/ml and the sample was tested by the savonnette method and the result was negative. The serum bank tube was tested on the architect and the result was negative. The account retested the initial sample on the architect and by the savonnette method and both results were positive. The account believes the initial tube was contaminated. The account replaced the needle for troubleshooting purposes and ran tests to check for contamination. A strong positive sample was run, the architect performed an automatic retest with dilution and the following negative sample came out positive. There was no adverse impact to patient management reported.